Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too small'. Identification of issue has been done by analyzing problem description and service report. In pre-use check during internal leakage test sequence a few tests are being conducted. E.g. One of them is checking if the leakage at 80 cmh2o is maximum 10 ml/min. Some of the message which can occur are 'system volume too small' or 'system volume too large'. The o2 gas module was pointed out as defective and was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Unfortunately, neither the device log nor the claimed defective part were available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too small'. There was no patient involvement. Manufacturer's ref. #: (B)(4).